Event description:
It was reported, the rigid video scope had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was out-of-service and therefore the customer allegation could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Should additional information be received, a supplemental will be submitted. Olympus will continue to monitor the field performance of the device. This report represents the same event as the one that was already reported in 9610773-2024-30079. While g3 is 03/20/2024, this report is not late since it was already submitted on 04/18/2024. The b4 date of 04/18/2024 represented the date that all 3 acknowledgments were received for the initial submission. During the submission of the follow up report, the file failed at ack3 and it noted that the initial was not received. A ticket was raised (B)(4) and as a result of that investigation, we were informed that the 9610773-2024-30079 submission was received and subsequently re-directed to another database due to accidental population of product code "rgv" in d2b of the initial submission. Therefore, this report is being submitted for the same event but with the correct product code.